Event description:
In 2007, patient was implanted with a gore propaten vascular graft as a-v access, from the brachial artery to brachial vein. In early 2008, pta was done for stenosis without thrombosis. Five months later, an intervention was done for a perigraft hematoma. In 2009, a pta was done for stenosis without thrombosis. Further investigation is pending.